Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/09/2010 by phone, fax, and mail. A completed questionnaire was received on 06/07/2010. (B) (4). (B) (4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected); "residual astigmatism" (no information). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]). A technician reported that following bilateral intraocular lens (iol) implant surgery, the patient had an unexpected postoperative refraction. The patient has a history of polymyalgia rheumatica, guttata and sinusitis (pre-existing). The technician reported the patient had residual astigmatism. There are two medical device reports associated with this event. This report is for the left eye.